Event description:
On (B)(6) 2013, the reporter contacted animas stating the patient experienced a blood glucose (bg) value in the range of 534mg/dl to 581mg/dl. The reporter stated that the threads on the battery compartment were damaged, she was not able to secure the battery cap to the pump and therefore, the pump lost power. The patient reportedly disconnected from the pump and was using an alternative form of insulin delivery. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported event because the patient continued to use a damaged pump while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.